Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and used his personal test equipment but the issue could not be duplicated. Volumes were tested at 1l,500ml and 100ml. The volumes delivered for 1l=1.01l,500ml=493ml and 100ml=105ml. Fsr confirmed with biomed that the unit is fully functional. Performance tests was done and the unit passed all tests and runs according to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was not delivering volumes. At this time there was no information of patient involvement reported from this event.